Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed the user drained 18ml during the initial drain and subsequently filled with 2,200ml during fill 1. Review of the device programming revealed the programmed I-drain alarm (0ml) may have been set too low for the most recent treatment due to the off-cycler change of 2000ml. The likely cause of the reported events was associated with use error, setting the initial drain alarm too low an off-cycler exchange. Per the homechoice claria apd system clinician guide, if the patient has fluid in their peritoneal cavity at the beginning of a therapy, either due to the previous therapy¿s last fill volume, or an off-cycler exchange, their I-drain alarm should not be set to zero (0) or off. Recommended practice is to set the I-drain alarm to at least 70% to 95% of the last fill or 70% to 95% of the last off-cycler fill volume. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient felt overfull and experienced difficulty breathing during dwell 3 of 7. The patient was connected to the homechoice claria device at the time of the events. The caregiver reported the patient filled 2000ml and the ¿idrain was short¿ idv of 18ml before advanced to fill 1 of 7. The caregiver disconnected the patient and drained ¿about¿ 4000ml. Draining relieved the symptoms. The caregiver reconnected the patient and was waiting for the device to advance to the next fill. Renal therapy services (rts) explained and demonstrated the manual drain option on device. Rts then assisted the caregiver with ending therapy. Rts instructed the caregiver to contact the pd nurse and let them know therapy was ended early due to the patient experiencing the reported symptoms. There was no report of medical intervention associated with this event. The device was operational and a swap was not necessary. No additional information is available.